Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a rash that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient experienced inflammation around the edges of the sensor patch located on the abdomen. Patient's father treated the affected area with prescription steroid cream. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no alleged product malfunction. However, the g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). A conclusive root cause could not be determined for the reported rash.